Manufacturer narrative:
The customer changed the diluent filter and did not observed further dripping from the probe. (B)(4).

Event description:
The customer reported the coulter ac.t diff analyzer was dripping from the probe during startup. The leak was uncontained. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves when the leak occurred.